Manufacturer narrative:
Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the reported failure to infuse and migration issue cannot be confirmed. Based on the available information definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2021). Device not returned.

Event description:
It was reported that two years post port placement, the port was allegedly difficult to infuse despite multiple attempts. It was further reported that the distal end of the catheter allegedly migrated beneath the right clavicle. Reportedly, the port was removed. The patient current status was normal.